Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, and k131331. Investigation summary: a complaint was reported for false resistance of patient results on a phoenix m50 instrument. The customer alleged that they were getting overcalled carbapenem resistant organisms. A bd field service engineer (fse) was dispatched to the customer site. There was no issue noted with the instrument upon arrival. As a part of troubleshooting and to ensure customer service, the fse conducted a health check, which included decontamination, and verified operation. The customer ran new panels and tests completed without error. The instrument continues to operate without error and was returned to the customer for normal use. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. A screenshot of an aio was provided; however, no parts were replaced as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was carried out and revealed no prior cases related to this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system patient results were false resistant to carbapenems. The user decontaminated their upstream processing instrumentation, this resolved the issue. No health impact or consequence reported. Report 3 of 10.